Event description:
It was reported that the user experienced hyperglycemia after a late-night snack without a meal announcement, followed by corrective dosing overnight that led to hypoglycemia the next morning while using an ilet system with a teflon infusion set on the right abdomen and an freestyle libre fsl3 + continuous glucose monitor (cgm). The highest cgm reading was 286 mg/dl and the lowest was 68 mg/dl, and oral glucose was used to treat the low. Symptoms included no clinical signs or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure for meal announcements, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. Thank you for your attention to this report.

Manufacturer narrative:
Initial.